Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0001822565 - 2017 - 08720, 0001822565 - 2017 - 08721, 0001822565 - 2017 - 08722, 0001822565 - 2017 - 08723. Additional concomitant medical products: femoral stem, unknown part/lot; acetabular cup, unknown part/lot; femoral head, unknown part/lot; acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision for an unknown reason. No further information has been made available at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received the complaint cannot be confirmed as the surgical notes were not provided. X-ray review shows asymmetric position of the right femoral head within the acetabular cup suggesting polyethylene wear. The femoral component demonstrates significant lucency at the greater trochanter, suggestive of possible osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There is a gap in between the medial portion of the femoral component and the lesser trochanter that may increase the risk for loosening. No fracture or definite signs of loosening observed. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an hip arthoplasty and was revised due to an unknown reason. The head and polyethylene liner were swapped. No further information has been made available.